Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited failure to interrogate via inductive telemetry. No intervention was reported. The patient was in stable condition.